Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to care link. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl and 489 mg/dl. The customer treated with insulin pen. The customer reported that it seemed that the insulin pump was not delivering. Customer also reported that they believed the insulin pump was under delivering. The device will not be returned for analysis.